Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump door will not latch without excessive force and failed to recognize the door is latched intermittently during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, 'the unit won't recognize the door is latched intermittently' was reproduced during evaluation. A review of the event history log revealed evidence of 'the unit won't recognize the door is latched intermittently'. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation determined the causality to be the direction of flow labels too large. The case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.